Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a routine dentist appointment where their dentist seen that they are only biting down on the 2nd molars on both sides. They have a slight open bite since they have completed the aligner treatment. They did not have this issue before. This is a contraindicated patient.